Manufacturer narrative:
Although the device was received for investigation at the boston scientific complaint investigation site on (B)(6) 2025, the product investigation is not yet complete at the time of reporting. A supplemental report will be submitted when the investigation is completed.

Event description:
It was reported that the wire stripped within the dilator. An enroute transcarotid neuroprotection system (nps) was selected for use in the transcarotid artery revascularization (tcar) procedure. There was difficulty inserting the arterial sheath of the nps. Once the sheath was in place, there was difficulty removing the 0.035 j-wire from the sheath. The inner dilator and 0.035 j-wire were removed together. Once removed, it was discovered that the wire was stripped. The stripped portion of the wire was secure within the dilator. No additional intervention was required to remove any device fragments from the patient. There were no patient complications as a result of this event.

Event description:
It was reported that the wire stripped within the dilator. An enroute transcarotid neuroprotection system (nps) was selected for use in the transcarotid artery revascularization (tcar) procedure. There was difficulty inserting the arterial sheath of the nps. Once the sheath was in place, there was difficulty removing the 0.035 j-wire from the sheath. The inner dilator and 0.035 j-wire were removed together. Once removed, it was discovered that the wire was stripped. The stripped portion of the wire was secure within the dilator. No additional intervention was required to remove any device fragments from the patient. There were no patient complications as a result of this event.

Manufacturer narrative:
Device analysis: returned products consisted of the whole enroute tc neuroprotection system plus. During visual analysis using the x-ray, it was visualized that the part of the guidewire was broken inside the arterial dilator. The remaining components were visually analyzed, and it was revealed that the arterial sheath had missing pad printing on the tip and the numbers "1" and "2" were scrapped off. Visual analysis of the guidewire revealed multiple kinks, as well as bunching. Inspection of the remainder of the device presented no other damage or irregularities.